Event description:
It was reported that the patient's right atrial (ra) lead fractured. The ra lead was turned off and remains implanted at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).